Event description:
It was reported that the patient had an inappropriate shock due to the oversensing of noise. A review of the electrograms found significant rail-to-rail noise. There were some stored untreated episodes due to the same railing noise. The sensing vector at the time of the shocks was set to the primary sensing vector. The noise started suddenly this past april. There were x-rays done which had shadowing which can be seen on the electrode and near the edge of the electrode body. The therapy is now programmed off. Technical services advised some programming options. The patient should come back for system programming. There were no additional adverse patient effects. The system remains implanted.